Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. In the procedure, the user tried to retrieve the calculus with the subject device, but it was incarcerated. When the incarceration was managed using a lithocrush (a device used to crush the calculus), the basket wire of the lithocrush broke off. The surgeon decided to conduct an open surgery to remove the subject device and the calculus. No further information was provided. This is the report regarding the incarceration of bile duct stones.

Event description:
During an endoscopic retrograde cholangiopancreatography, fg-v422pr was used. In the procedure, the user tried to retrieve the calculus with the subject device, but it was incarcerated. The user tried to crush the calculus with the emergency lithotriptor but the basket wire of the subject device broke off. The user tried to crush the calculus and collect the basket of the subject device using bml-v442qr-30 but the user was not able to get bml-v442qr-30 around the stone. The user decided to conduct an open surgery to remove the subject device and the calculus. No further information was provided. This is the report regarding the incarceration of bile duct stones, the breakage of the wire, and the switching to the open surgery.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the similar cases in the past, there is a possibility that the subject device was incarcerated due to the following factors; the stones were larger than the orifice of papilla. The bile duct was narrow. The basket grasped many stones at once. The basket deformed due to repeated stone removals. Also, it was known that the basket wire was broken when it underwent a load exceeding its breaking strength under the effect of the size and hardness of the stone. The instruction manual of the device has already warned as follows; repetition of calculus retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a calculus or could cause the basket with calculus engaged to become impacted in the body. If calculus retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or worn, tube sheath is bent, etc.) Is detected during the inspection.